Manufacturer narrative:
Initial and final MDR 1877164 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient faced 2 -infusion set cannula was bent. Within 3 hours of insertion. The site of insertion is abdomen. The length of infusion is for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.